Manufacturer narrative:
Date rec¿d by MFR: 11aug2019. The touchscreen assembly was returned to the manufacturer for failure analysis. A visual inspection revealed no signs of damage or contamination. Further testing of the touchscreen determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll ) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 17jun2019. Date of report: 27jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the touchscreen failure. The unit froze during touchscreen calibration. The fse replaced the touchscreen and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit had an unknown touchscreen failure. It is unknown at this time if there was any patient involvement.